Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is linked to (B)(4) which reported on the non-depuy primary surgery. Patient underwent revision knee surgery on (B)(6) 2020 where an attune revision system was utilised ((B)(6)). Depuy cement not utilised. Patient initially did well but over time has had progressive restriction to range of motion. Patient has presented with a stiff knee. Approximately 25 degrees of extension to 80 degrees flexion a decision was made to open the knee, remove as much scar tissue as possible and exchange the 8mm poly insert to a 6mm poly insert. All components were well fixed the range of motion was improved to approximately 5 degrees to 110 degrees. Doi: unknown (non-depuy products), dor (1st): (B)(6) 2020, dor (2nd): (B)(6) 2021.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays photographs were reviewed. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.